Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text.

Event description:
The pump was returned for investigation. Investigation revealed a dim display with discolored text. This report is made based on results of investigation completed on 06/02/2015.